Manufacturer narrative:
Device passed the displacement test and self test. Device received with an unresponsive keypad at the "down" arrow button due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down button of the insulin pump was sticking. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states using the down arrow did not allow them to navigate screens, had to hit five times before it move. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was active. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the button was not unresponsive during an easy bolus attempt. Customer states they put in multiple batteries but issue has been occurring. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.